Event description:
It was reported that the device "locked up". There was no report of patient use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.